Manufacturer narrative:
Testing and investigation found that the device touchscreen responded when pressed and the key alignment was good. This was probably due to the customer contact reported cleaning and calibrating the touchscreen prior to returning to the service center. A review of the device history indicated several button ID: invalid alarm codes. Further testing found evidence of corrosion on the lower left, right bottom and front bezel. The probable cause of the device touchscreen not responsive was due to contamination from fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not respond when pressed and the device failed the battery reconditioning and shows the message service battery alarm. The device was returned to the biomedical department with an unsigned note that stated, "buttons do not work." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional information was provided.